Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was "difficult to be inserted on the patient". It was reported the patient felt pain when the guidewire was inserted, but the condition of the patient is "fine now".

Event description:
It was reported the spring wire guide was "difficult to be inserted on the patient". It was reported the patient felt pain when the guidewire was inserted, but the condition of the patient is "fine now".

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and the product lidstock for evaluation. No definite signs of use were observed. The guide wire was observed to have a three kinks along the guide wire body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The three major kinks in the guide wire were located 167mm, 293mm, and 528mm from the proximal tip. The overall length of the guide wire measured 685 mm which is within the specification of 679-687 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.800 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual examination confirmed that the guide wire contained three kinks. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.